Event description:
During the routine follow-up of the device on (B)(6) 2009, proper operation was initially observed (pacing mode was ddd). When the physician attempted to reprogram the pacing mode to safer, an error message was displayed. The device was then operating in standby mode, but could not be re-initialized. A complete device reset and re-initialization was attempted the same day, without success. The device interrogation could not be completed. Therefore, the device replacement was recommended.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.